Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to procedural conditions (poor imaging). The reported poor imaging appears to be related to patient condition (patient had a crtd device). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and tethered septal leaflet for a triclip procedure. During the procedure, imaging was challenging. A triclip had single leaflet device attachment(slda) from septal leaflet. Additional triclip was implanted for stabilization and reduction of tr to grade 2+. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and tethered septal leaflet for a triclip procedure. During the procedure, imaging was challenging. A triclip had single leaflet device attachment(slda) from septal leaflet. Additional triclip was implanted for stabilization and reduction of tr to grade 2+. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.